Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not complete initialization. The rep reported all 3 states were red x's. They were unable to use the system for the case. The site attempted rebooting the system multiples times and the issue did not clear. Technical services (ts) had the site check the umbilical connection and the e-stop button. This did not resolve the issue. The site does not have another system to use for the case. There was a delay of less than 1 hour. No patient impact was correlated with this event. On 2019-dec-04 additional information was received. System was resolved on call. The system had to be shut completely down then brought back up. Full reboot resolved the issue